Event description:
It was reported that agiliti had received a notification that egf 7560 (15073118), mof 2962 (14569171), mof 1985 (14569081), mof 2050 (14560352), mof 2225 (14560373), mof 2235 (14562406) and efg 7224 (13481008) were reported to have been involved in an equipment incident. And the units will not be returned to bd. Agiliti will perform testing of these units. This is just a fyi, and nothing further is needed. There was patient involvement and no injury to the patient. The pr has been created in-order to record the incident and send the pr number to agiliti as an acknowledgement.

Manufacturer narrative:
A review of the complaint history for sn (B)(4) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 17nov2017. The review was performed from the date of manufacture to the present date 10jun2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that agiliti had received a notification that egf 7560 (B)(4), mof 2962 (14569171), mof 1985 (14569081), mof 2050 (14560352), mof 2225 (14560373), mof 2235 (14562406) and efg 7224 (13481008) were reported to have been involved in an equipment incident.and the units will not be returned to bd. Agiliti will perform testing of these units. This is just a fyi, and nothing further is needed. There was patient involvement and no injury to the patient.the pr has been created in-order to record the incident and send the pr number to agiliti as an acknowledgement.